Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was failed to stay close. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.1 was failed to stay close. A field service engineer (fse) found that the hh main drawer 4.1 was unable to close due to a pill cutter lodged between the back panel and the drawer, which had damaged the inseparable and prevented proper locking. The fse removed the back panel to identify the issue, and it was confirmed that the staff had accidentally left the pill cutter inside the device. Later, the broken inseparable was replaced, and the device was rebooted. All controller board lights lit up correctly, and diagnostics confirmed that all components were fully functional. The device was rebooted again, and the customer successfully recovered it. The system functioned as intended after the fse repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was failed to stay close. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.